Event description:
The facility representative reported failure code 810:11. The event occurred during patient use but the process step is unknown. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 810:11 was confirmed in the event history but could not be duplicated. No action was taken. Typically this fail code is related to the air in line printed circuit board. This issue has been addressed per baxters field correction action letter. Review of the complaint history reveals similar reports have been received for this product for the reported issue.